Manufacturer narrative:
Siemens filed MDR 1219913-2021-00378 initial report on (B)(6) 2021 for discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) neat (undiluted) and onboard (auto) dilution results versus alternate methods. 21-jul-2021. Additional information: the customer performed a manual (1:10) dilution of the patient sample, resulting high (7950 pg/ml). Siemens has completed the investigation. This investigation included a review of the medication taken by this patient. None of the medications are listed in the instructions for use (IFU) specificity table. The patient sample was treated with a heterophilic blocking tube (hbt) and then retested on the advia centaur xp. The advia centaur ee2 value did not decrease following hbt treatment. The sample was requested for an internal investigation, but the sample was not able to be returned. While the exact root cause of the falsely elevated advia centaur ee2 results from this patient is unknown, siemens cannot rule out a non-specific interferent. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. In this case, the erroneous result is recognized as being inconsistent with the patient's clinical picture. Different estradiol assays may use different antibodies and can show different cross reactivity. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The customers advia centaur xp ee2 quality control (qc) was in range and no issues were noted with other patient samples. A product issue has not been identified during this investigation. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusion code were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) result on a patient taking the medications letrozole tablets, zoladex (goserelin acetate sr depot) and mirena. Siemens is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
Discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) neat (undiluted) and onboard (auto) dilution results were obtained on a patient sample. The elevated results were not reported to the physician(s). The customer performed repeat testing on three alternate estradiol test methods with the same patient sample (neat), all resulting lower. The lower alternate estradiol test results agreed with the clinical picture of this patient. The lower estradiol result was reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) results.